Event description:
The device was used during a nephrectomy procedure. Reportedly the specimen pouch detached into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the patient.